Event description:
The catheter was placed 3 months prior to the incident. It was removed 08/20/97 due to a catheter burst. The burst was between the port and the clavicle/first rib juncture and was described as "jagged." The port was removed and replaced and no patient injury was reported to have occurred.